Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that a an axios stent and electrocautery enhanced delivery system was to be implanted to treat a gastrojejunostomy in the stomach to jejunum during an axios stent placement procedure performed on (B)(6) 2025. During the procedure, the first flange of stent did not deploy. Another 20 mm axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Media images provided by the customer shows that the stent was partially deploy. "It was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum."

Event description:
It was reported to boston scientific corporation that a an axios stent and electrocautery enhanced delivery system was to be implanted to treat a gastrojejunostomy in the stomach to jejunum during an axios stent placement procedure performed on (B)(6) 2025. During the procedure, the first flange of stent did not deploy. Another 20mm axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Media images provided by the customer shows that the stent was partially deploy. *it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum." Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. ***additional information received on july 19, 2025*** it was reported that the stent was not deployed, and the catheter was kinked.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a gastrojejunostomy in the stomach to jejunum during an axios stent placement procedure performed on (B)(6) 2025. During the procedure, the first flange of stent did not deploy. Another 20mm axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Media images provided by the customer shows that the stent was partially deploy. It was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum." Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. Additional information received on july 19, 2025. It was reported that the stent was not deployed, and the catheter was kinked.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent. Block h11: an electrocautery enhanced delivery system was returned for analysis. The stent was not returned. A visual examination of the returned device revealed that both the outer sheath and inner sheath were observed to be kinked. A media inspection of the photo provided by the complainant noted evidence of the inner sheath being kinked and partially deployed. No other damages were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were likely due to intentional off-label use and failure to follow instructions for use (IFU). The device was used for a gastrojejunostomy procedure, which is not among the labeled indications, and the delivery system was improperly secured to the echoendoscope. Additionally, kinks observed in the sheath and inner sheath section were most likely caused by operational factors related to user technique. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications: "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Also "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope" however, it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure and that the handle was rotated as the device was luer locked to the scope. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: stent partially deployed, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.